Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875201336, liner elevated rim 36 mm i.d. Size ll for use with 58 mm o.d. Size ll shell, 63276424. 00784301108, revision femoral stem beaded fullcoat plus 12/14 neck taper - standard body size 11 11 mm distal stem diameter 200 mm stem length, 62522383. 00875705802, shell with multi holes porous 58 mm o.d. Size ll for use with ll liners, 62700759. 00625006525, bone scr 6.5x25 self-tap, 63187329. 00625006530, bone scr 6.5x30 self-tap, 63284551. 00625006525, bone scr 6.5x25 self-tap, 63165861. 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 63001360 qty:2. 00223200418, cable cerclage cable with crimp 1.8 mm dia. 635 mm length, 62944650. Report source: legal. Multiple MDR reports were filed for this event; please see associated reports: 0001822565-2018-05082. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient suffered displacement after clicking and popping sound which was reduced in ER. Right hip pain and back pain were also reported. No more information was made available.